Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The fse did find that the ECG lead wire was damaged, but the unit functioned normally. The fse recommended replacing the ECG lead wire. The unit was cleared for use.

Event description:
N/a.

Event description:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) ECG signal was abnormal. ECG signal can not trigger counter pulsation. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions the complete name of e1 - site name: meishan people's hospital, meishan infectious disease hospital; telephone # (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a